Manufacturer narrative:
Continuation of d10: product ID dvea3e4 (serial: (B)(6); product type: 0235-ICD; implant date (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that post implant of the extravascular implantable cardioverter defibrillator (ev-ICD) system, defibrillation threshold testing (dfts) were completed. The first induction undersensing was noted, so the rhythm was stopped using an external defibrillator. The second induction was successfully converted with a 30 joule (j) shock. However, post a few seconds of sinus rhythm, the patient developed slow ventricular tachycardia (vt) and subsequently transitioned to ventricular fibrillation (vf)/torsades de pointes. Even after two external defibrillator shocks the rhythm was not stopped. A 40j manual shock from the device was delivered and then able to convert rhythm, but then it recurred again. Xylocaine was injected and another 40j manual shock from the device was provided and the patient then returned to sinus rhythm. An ultrasound and computerized tomography (CT) scan did not reveal any thoracic damage. The storm occurrence was considered to be due to the patient's intrinsic factors. The lead remains in use. No further patient complications have been reported as a result of this event.